Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) received over 40 inappropriate shocks for a supraventricular tachycardia (svt) storm. The patient has lung cancer and their potassium was low as a result of a new medication and bowel issues. Boston scientific technical services (ts) confirmed that electrolyte imbalance as a result of comorbidities and medications are plausible explanations for sudden arrhythmia storm. The patient was hospitalized overnight and discharged the following day with rate control medications. No further therapy has been delivered. The device remains in service.